Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent post-prandial low blood glucose reported at 57 mg/dl after dinner while using the ilet bionic pancreas. Review of usage showed meals generally adapted correctly with approximately three announcements per day and total daily basal and dose values noted, and the event was associated with incorrect procedure related to meal announcements for very low or no carbohydrate meals involving the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to meal announcements for very low or no carbohydrate meals, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. The user was educated to announce meals only when appropriate and to avoid meal announcements for very low or no carbohydrate meals.